Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2021, she underwent a surgical medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted (lot no. A50510) for female sterilisation. The patient had a medical history of penicillin allergy, overweight, pulmonary embolism and vaginal bleeding. Concurrent conditions were listed as postpartum depression and abnormal uterine bleeding. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2020, 2863 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy, total, vaginal, bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-no. Discrepancy noted essure insertion date: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: final diagnosis: uterus, cervix, and left fallopian tube; hysterectomy, salpingectomy: cervix, no significant pathologic change. Complex endometrial hyperplasia with moderate to severe cytologic atypia. Left fallopian tube, no significant pathologic change. Right fallopian tube, salpingectomy: fallopian tube with no significant pathologic change. Pre-op diagnosis: other specified abnormal uterine and vaginal bleeding. Polyp of corpus uteri. Personal history of pulmonary embolism. Post-op diagnosis: other specified abnormal uterine and vaginal bleeding; polyp of corpus uteri; personal history of pulmonary embolism; activated protein c resistance (cms/hcc). Gross description: the fallopian tube measures 5 cm in length by 0.4 cm in diameter and is grossly unremarkable. The specimen consists of a fallopian tube which measures 4.5 cm in length by 0.5 cm in diameter. [Pregnancy test] (date unknown): negative. The most recent follow-up information incorporated above includes data received on: 31-oct-2023: medical record received. Lot number added. Medical history, reporter information, and surgical pathology report added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted (lot no. A50510) for female sterilisation. The patient had a medical history of penicillin allergy, overweight, pulmonary embolism and vaginal bleeding. Concurrent conditions were listed as postpartum depression and abnormal uterine bleeding. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2020, 2863 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy, total, vaginal, bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-no discrepancy noted essure insertion date: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: final diagnosis: a. Uterus, cervix, and left fallopian tube; hysterectomy, salpingectomy: cervix, no significant pathologic change. Complex endometrial hyperplasia with moderate to severe cytologic atypia. Left fallopian tube, no significant pathologic change. B. Right fallopian tube, salpingectomy: fallopian tube with no significant pathologic change. Pre-op diagnosis: other specified abnormal uterine and vaginal bleeding polyp of corpus uteri. Personal history of pulmonary embolism post-op diagnosis: other specified abnormal uterine and vaginal bleeding. Polyp of corpus uteri. Personal history of pulmonary embolism. Activated protein c resistance (cms/hcc). Gross description: the fallopian tube measures 5 cm in length by 0.4 cm in diameter and is grossly unremarkable. The specimen consists of a fallopian tube which measures 4.5 cm in length by 0.5 cm in diameter [pregnancy test] (date unknown): negative. Lot number: a50510, manufacture date: 2012-09, expiration date: 2015-09. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 10-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2021, 2922 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required via surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.